Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a cmf procedure between january 1, 2007 and december 21, 2019. The purpose of this study was to provide a descriptive assessment, using real-world data (rwd), on the use of depuy synthes synpor implants among patients with cmf procedures. As part of the evidence generation plan for this product, the present study describes patients implanted with the target system and evaluates their outcomes using preexisting hospital billing data. Failed cmf procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 72 patients had subsequent surgeries 0-12 months from index surgery. 84 patients had complications 0-12 months from index surgery. This report is for depuy synthes synpor. This report is for one (1) unknown synpor implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing a cmf procedure between january 1, 2007 and december 21, 2019. The purpose of this study was to provide a descriptive assessment, using real-world data (rwd), on the use of depuy synthes synpor implants among patients with cmf procedures. As part of the evidence generation plan for this product, the present study describes patients implanted with the target system and evaluates their outcomes using preexisting hospital billing data. Failed cmf procedure has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 72 patients had subsequent surgeries 0-12 months from index surgery. 84 patients had complications 0-12 months from index surgery. This report is for depuy synthes synpor. This report is for one (1) unknown synpor implant. This is report 1 of 1 for (B)(4).